Event description:
It was reported that a spectrum pump failed to detect door closure and generated alarms during programming/setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿unit does not detect door closed and alarms accordingly¿ was reproduced at power up. A review of the event history log revealed multiple occurrences of closed-door messages. A service history review found no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed upper latch switch. The upper auxiliary will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.